Manufacturer narrative:
Date received by manufacturer: 29sep2016.

Event description:
A report was received that the patient had experienced muscle spasms when the stimulation was turned on in the target stimulation area. The patient was explanted as the device was causing more problems than the stimulator was helping.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: next generation anchor kit-sterile description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient would get spasms whenever she turned her stimulator on. The patient underwent an explant procedure.